Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 during which the ipg was explanted and replaced. In addition, the new ipg was moved to a lateral position. Stimulation was restored post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered an impact (kick) at the ipg site in (B)(6) 2017. Following the incident, the patient's ipg unintentionally turned on which resulted in overstimulation at the ipg site. The patient's ipg was turned off since (B)(6) 2016 after the patient was in a motor vehicle accident. Diagnostic system testing did not reveal any anomalies. Follow-up identified the patient will undergo surgical intervention at a later date.